Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide lot number. =>unk - did any needle piece(s) fall into the patient?=>the needle broke during use, but it is unknown whether the piece fell into the patient. Anyway all pieces will be returning. ? *if yes, was\were the needle piece(s) retrieved during the same procedure?=>yes were x-rays taken to locate the needle piece(s)?=>unk what measures were taken to retrieve the broken piece(s)?=>unk was there any additional tissue damage as a result of searching for the needle piece(s)?=>unk ? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details.?=>unk - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>hiromi tokuyama - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? =>the device has been received at sukagawa and will be shipped. Please check rmao. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle was broken during use. It was a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2024. H3 investigational summary: the product received for analysis was identified as product code j772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.